Event description:
Customer reported the system was shut down and would not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 12 amp fuses in the monitor cart. System operates as intended.